Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was implanted in 2017. Reportedly, while on holidays in cyprus, the patient fainted and was transported to the emergency. The pacemaker could not be interrogated since the programmer software version of the programming system of the hospital was not up-to-date. Review of an ECG revealed a suspicion of loss of ventricular capture.

Manufacturer narrative:
The exact date of implantation is unknown. The device was implanted in 2017. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted in 2017. Reportedly, while on holidays in (B)(6), the patient fainted and was transported to the emergency. The pacemaker could not be interrogated since the programmer software version of the programming system of the hospital was not up-to-date. Review of an ECG revealed a suspicion of loss of ventricular capture.